Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced tremors all over the body, making it difficult to work, and impaired vision. The patient forgot to charge the implantable neurostimulator, which contributed to the shaking. The patient was guided on how to turn the stimulation back on and was able to do so successfully. After turning the stimulation on, the patient reported feeling an electric sensation and teeth chattering. The troubleshooting steps taken during the call resolved the issue, and the shaking was reported to be stopping.